Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: n08141148); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: sw kit 9735737 stealth s8 cranial h3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection procedure. It was reported that during a long procedure, after removing the navigation from the room and obtaining an intra-op MRI to merge into the data set, the previous registration was no longer displayed and could not be seen under the previous registration tab. It was unknown if the system was swapped out with another navigation when it was removed from the room. The representative exported the patient file onto a usb and re-loaded it onto the navigation system. When the representative loaded the usb archive onto the system, another patient file had been created, the representative merged these patient files together with no effect. The representative reported when entering the registration task, a registration "flashed" on the screen but then the system displayed a blank registration model and no previous registrations could be found. Added all available images into the merge set and verified all merges. Changed the reference image for merge and registration to what the representative reported was used for the procedure, with no effect. Exited and re-entered the procedure with no effect. Rebooted the system with no effect. Confirmed no additional duplicate patient files were present. Confirmed patient and procedure were correct. The site then reported that the stealth was not needed again. There was no reported impact to patient outcome and no reported delay.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
There was a reported delay of less than one hour.

Manufacturer narrative:
H3) software analysis was performed. It was determined that there was insufficient information to determine the cause of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.